Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the port access device did not fully retract needle after being de-accessed by writer, needle is still fully exposed. Prior to de-accessing, port was flushing well and was giving good blood return. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed but the root cause could not be determined. The product returned for evaluation was one 19g safestep infusion set w/ y-site. A gross visual inspection of the returned unit found that use residues were present on the proximal end of the needle shaft. The returned unit was functionally tested by attempting to advance the safety mechanism over the needle tip. During advancement, some resistance was encountered, but with some force it was able to be fully advanced. Further inspection under a microscope found longitudinal scratch marks on the needle shaft, at the area where they safety mechanism had encountered resistance. This indicated that some interference between the sleeve and the needle shaft had occurred. Further testing, attempting to slide the safety mechanism up and down the needle, no longer encountered any resistance anywhere along the needle shaft. This potentially suggested that whatever had been causing resistance had been removed during the initial test. The safety mechanism was dissected for further inspection. Inspection of the sleeve found no residues inside the sleeve. The sleeve inner diameter was found to be slightly out of round. Since the sleeve was not symmetrical, the sleeve was attempted to be slid up and down the needle shaft while rotating it to observe if any orientation of the sleeve caused resistance with the needle. This test did not find any resistance, regardless of how the sleeve was oriented. The outer diameter (od) of the needle and inner diameter (ID) of the sleeve were measured. The sleeve ID was larger than the needle od, indicating that no interference between the sizing of the components was present. The features observed indicated that some interference had occurred between the sleeve and the needle shaft; however, no features were observed to indicate a specific root cause. Therefore, the root cause remains unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received on 9/8/2025: there was no needlestick injury to the patient or to the nurse involved with the malfunctioning product.